Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a defectivetransfer set. It was further reported the transfer set had separation of the female connector from the main body. It was reported that there was no leak observed. The patient subsequently experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized. The patient was treated with vancomycin 1gm, intraperitoneally, every other day for 10 doses. At the time of the report, patient outcome was not recovered. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6 and h11. B5: upon follow up, it was reported that antibiotic therapy was discontinued and the patient recovered from the peritonitis event. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection with the naked eye showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.